Manufacturer narrative:
Patient¿s exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexiva (tm) tractip high power single-use laser fiber was used during a ureteroscopy procedure performed on (B)(6)2017. Reportedly, the laser unit used was a lumenis. According to the complainant, during the procedure after approximately seven minutes of use, the laser fiber broke in half outside of the body. The procedure was completed with another flexiva laser fiber. There were no patient complications at the conclusion of this procedure and the patient was reported to be stable.